Manufacturer narrative:
Updated blocks: h6 and h9. The service repair technician (srt) upgraded the device from v1.1 to v1.2. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2024 the team at the user facility experienced a problem with the blood parameter monitor (bpm) while on cardiopulmonary bypass, whereby there were intermittent venous and saturation values 100 venous sat post first in-vivo at 83. This complaint is related to an issue where the threshold value in the signal filter implemented in the hematocrit saturation (h/s) software was set below the level of electronic noise, resulting in a threshold too restrictive for normal signal variation in a clinical setting. This was causing the h/s saturation of oxygen (so2) value to appear as dashes intermittently. The device was not changed out. There was no delay, no blood loss, and the surgery was completed successfully with no adverse event.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) venous saturation was reading 100 when it should have been reading 83 post first in vivo. A second in vivo was performed and the venous saturation was accurate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's territory manager, the blood parameter monitor (bpm) probes were replaced.